Manufacturer narrative:
(B)(4). Additional information: batch # m53g05. Conclusions: the analysis found that one psee60a device (a) was returned in good visual condition and with four gst60w cartridge reloads present. Cartridge (c,d) gst60w, m53l56 were received fully fired and in good visual condition and several b-shaped staples on cartridge deck. Cartridge (e) gst60w, l5538z was received fully fired and in good visual conditions and several b-shaped staples on cartridge deck. Cartridge (f) gst60w, m5201n was received fully fired and in good visual conditions and several b-shaped staples on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Additional information requested and received: what is the current patient status? The patient is doing well from the surgery. She is dealing with a cutaneous fistula of some type, but unrelated to surgery.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis batch # unk. Additional information requested and received: how much bleeding occurred? Approximately 1,000ml. Did the patient receive any blood products? The patients blood pressure dropped. A central line was inserted, 2 units of o negative and 2 units of the patients type specific blood were given in the o.r.

Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, the surgeon had issues with two devices. On the first firing with the first device, it was clamped on tissue, but would not fire. The surgeon removed the battery and reinserted, but the device still would not work. A second device was then used. On the first four firings with device, using vascular loads (product code unknown), the device appeared to work fine. No buttressing material was used. Once the kidney was removed, significant bleeding from a vessel off of the vena cava was noted. The vessel appeared to be cut, but no staples were present. Upon examination of the specimen (kidney), the renal vein was noted to be cut, but no staples were present. The bleeding was managed by a vascular surgeon and the use of clips. The amount of bleeding and if transfusion was required is unknown. The surgeon reported that the patient is doing fine.